Event description:
It was reported that loaner kit received from (B)(6) and it was noticed even before the case that the drill sleeve was damaged. The drill would not fit through the sleeve. Ended up having to use the opposite side guide, flipped upside down and it worked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.